Event description:
Surgeon commented on disassociated liner. Said it needed to be replaced.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown series ii 62 liner. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.